Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been admitted into the emergency room on (B)(6) 2023 with hypoglycemia. The patient's blood glucose levels reached 13 mg/dl while wearing the pod between 4 and 24 hours. With the help of their doctor the patient gave themselves a manual bolus. The patient was released the following day.